Event description:
It was reported that the three patients had their stents fell out while voiding. As per follow-up mail, the stents are not available for return. No medical intervention or impact for either of the patients reported.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "material selection or part geometry". It was unknown whether the device had met specifications. The product used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the three patients had their stents fall out while voiding.